Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Customer¿s blood glucose level was 107 mg/dl. The customer added insulin into the cartridge and resolved the issue.